Event description:
Device issue: locator wings failed to deploy and lost vessel access. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician, unspecified if trained in the use of the starclose se, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the device was retracted to locate the anterior surface of the artery wall, the device pulled out of the artery, losing vessel access. The locator wings were found to not have opened when the vessel locator button had been depressed (step #2). The method of how hemostasis was achieved was not reported. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.